Event description:
A malfunction on the pump was reported by the caller, identified by malfunction code 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue recurs.